Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the mildly tortuous saphenous vein graft. The physician placed an unknown manufacturer's guide catheter and a non-bsc bleedback control valve. While advancing the unknown sized ion stent delivery system (sds), the physician was unable to cross the target lesion. The physician attempted to pull the ion stent back and the proximal portion of the stent became damaged when it caught on a something. The physician states the stent caught on disease in the vessel or another device being used during the procedure. No patient complications were reported and the procedure was completed with another of the same device. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).